Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the front panel of the high flow insufflation unit was flickering. The issue occurred during preparation for use before an unspecified procedure. There were no reports of delays or patient harm.

Manufacturer narrative:
Correction to d9 and h3, d9 and h3 were inadvertently selected. This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.